Event description:
This incident occured in great britain. The patient wore a cast for 6 weeks with no load bearing. They returned for x-ray which showed no obvious union, and they had started to use the hand but were still in a wrist splint. The patient was waiting for a CT to see if any bone bridging was occurring. The surgeon described the patient as sensible who wasn't over-doing it but sadly their biology under the plate had not healed. Upon explant it looked like a fibrous non-union and none of the screws removed were loose. The patient now has a bone graft with dorsal and volar plates.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not confirmed so far, (01)gtin is not available.